Manufacturer narrative:
Root cause determination is pending investigation.

Event description:
User reported that the device did not correctly cool during the procedure. There was no patient harm; however, this type of event is considered reportable.